Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.8, 1.8. Caller also alleged discrepant results when compared to lab. Results as follows: date: (B)(6) 2011, inratio: 3.8, lab: 5.1. 1.8, 5.1. Patient's therapeutic range: 2-3 inr.